Event description:
It was recently reported that the pt had csf leak during the initial implant surgery which was controlled by packing the cochleostomy. Advanced bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.